Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received five non-lifevest defibrillations. The device was started up at 06:38:27 on (B)(6) 2023. At 18:48:54, an arrhythmia was detected. ECG shows intermittent vt @ 200 bpm with CPR/motion artifact and electrode lead falloff. CPR/motion artifact and electrode lead falloff prevented the lifevest from detecting and treating the patient. At 18:50:50, the patient received the first non-lifevest defibrillation. Rhythm at the time of the first non-lifevest defibrillation was vt @ 220 bpm with CPR/motion artifact and electrode lead falloff. Post shock rhythm was obscured due to CPR/motion artifact and electrode lead falloff. At 18:52:37, the patient received the second non-lifevest defibrillation. Rhythm at the time of the second non-lifevest defibrillation was vt @ 220 bpm with CPR/motion artifact and electrode lead falloff. Post shock rhythm was obscured due to CPR/motion artifact and electrode lead falloff. At 18:53:36, the patient received the third non-lifevest defibrillation. Rhythm at the time of the third non-lifevest defibrillation was vt @ 280 bpm with CPR/motion artifact and electrode lead falloff. Post shock rhythm was obscured due to CPR/motion artifact and electrode lead falloff. At 18:55:33, the patient received the fourth non-lifevest defibrillation. Rhythm at the time of the fourth non-lifevest defibrillation was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was obscured due to CPR/motion artifact and electrode lead falloff. At 18:57:30, the patient received the fifth non-lifevest defibrillation. Rhythm at the time of the fifth non-lifevest defibrillation was vt @ 210 bpm with CPR/motion artifact and electrode lead falloff. Post shock rhythm was obscured due to CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 18:58:10 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient death as the system was able to detect vt/vf rhythms on the date of event. In addition, the latest available ECG recording strip (B)(6) 2023 at 18:57:30) indicates both ECG electrodes were functional as they were able to acquire a signal.